Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: swelling, pain, haematoma. In 2009 - a male pt received the 1st artz dispo (=sodium hyaluronate) injection into the knee for medial meniscus lesion of left knee after the meniscus operation. Swelling, pain, hemorrhagic effusion occurred. Unk - sixty cc of joint fluid was drained. His joint fluid was wine colored. Unk - he was discharged after prolongation of hospitalization. Ten days later - he recovered. In three months - he received artz dispo injection and the symptoms reappeared. Two months later - he received rinderon (betamethasone) not artz dispo and well tolerated. The following month - he received artz dispo injection and the symptoms reappeared. A week later - he received rinderon not artz dispo and well tolerated. Two weeks later - his symptoms improved. No osteonecrosis was observed. The physician considered the event was probably related to artz dispo injection.